Event description:
The information provided to sjm indicated the patient who was treated two weeks prior to surgery for an acute viral respiratory infection, underwent valve replacement surgery. Postoperatively, the patient presented with a fever and was treated with augmentin, vancomicin, cubicin at which time the patient's gradient increased. The patient underwent re-do valve replacement surgery due to vegetation as well as an abscess under the ring. The tissue valve was removed and replaced with an sjm mechanical valve. It was reported the physician does not allege the event was caused by the device. The patient is currently in intensive care listed as severe, on hemodialysis, intubated, and receiving antibacterial therapy.